Event description:
False positive advia centaur troponin ultra results were obtained by the customer on two patient samples and the results were considered discordant when compared to negative repeat test results run on an alternate advia centaur system. The customer's protocol is to repeat elevated troponin results on their alternate advia centaur system. There was no known report of patient treatment being altered or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and the cause for the discordant troponin results is unknown and being investigated. On follow up service visit, the fse replaced the following printed circuit boards, sequencer controller , pmt counter, and llc stepper on (B)(4) 2012. The customer will repeat elevated troponin results on their alternate advia centaur system (irl (B)(4)). It was also noted that the customer observed an elevated troponin result of (0.111 ng/ml) on a patient sample just prior to the fse visit and the repeat results (0.0.52, 0.052 ng/ml) was lower when run on their alternate advia centaur system (irl (B)(4)). No conclusion can be drawn.